Event description:
It was reported that high thresholds and undersensing was noted on the right ventricular (rv) lead. Under fluoroscopy, it was determined that the lead had dislodged. The lead was revised back into position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).